Manufacturer narrative:
Patient had a patella tendon rupture during physical therapy. Surgery occurred to repair the tendon and exchange the poly inserts. At the time of surgery, it was determined that the pcl had avulsed and the knee was not stable. Revision to a posterior stabilized implant is planned. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient had a patella tendon rupture during physical therapy. Surgery occurred to repair the tendon and exchange the poly inserts. At the time of surgery, it was determined that the pcl had avulsed and the knee was not stable. Revision to a posterior stabilized implant is planned.